Event description:
Premature eri/eos due to battery problem. This is one of the 25 devices impacted by the premature battery problem. This MDR is being filed retroactively at the request of cdrh and oii after inspection on feb 19th thru march 11th of 2025. Avertix has already performed a voluntary device recall/correction for this issue 2 years ago.